Manufacturer narrative:
The recipient's site has reportedly healed.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing an infection due to acute otitis media. The recipient's device was explanted. The recipient was not reimplanted at this time.

Manufacturer narrative:
(B)(4). Additional details regarding treatment will not be provided. The external visual inspection revealed the electrode array was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.